Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump had a blank display. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to reinsert new batteries. Customer stated display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 202 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received within normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed displacement, self test and a21 test. No unexpected a13 or a21 error alarms noted. The insulin pump has a cracked reservoir tube lip.